Event description:
While attempting to insert an IV catheter into a young, healthy pt with wonderful veins, this IV catheter was very difficult to separate the needle slipped back into the cannula causing this pt to be stuck 6 times to obtain IV access. The catheters are very difficult to manage, seeming to require four hands to do the job. The whole system is clumsy and in rptr's opinion totally useless from the nurses standpoint as well as being unnecessarily invasive to the pt by requiring more than 1 needle stick. This is the worst IV catheter that rptr has had the opportunity to use in 15 years of nursing.